Event description:
Suspicion of fracture due to short interval iegm on home monitoring. Noise could be reproduced during in-person check. Patient was admitted to the hospital. Lead currently remains implanted. Should additional information be received, this file will be updated.